Event description:
The customer reported that he thinks the insulin pump was not working due to blood glucose was higher than normal. Customer stated he was using a lot of insulin and the whole bottom part of the insulin pump was coming off. Customer's blood glucose was 450 mg/dl and customer treated with injection. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The unit was unable to perform displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, no delivery test due to cracked end cap. The insulin pump was received with minor scratched display window. The unit was received cracked case at display window corner. The unit was received with cracked battery tube threads. The insulin pump was received with cracked reservoir tube lip. The unit was received with cracked end cap.